Event description:
Per the clinic, the patient experienced pressure sore, itching and infection at implant site due to magnet retention was too strong (specific date not reported). A new weaker magnet were sent to the patient. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 04, 2025, was filed inadvertently. The correct reported device is cp900 series magnet (2 m, maize); not nucleus freedom implant with contour advance electrode as previously reported. Section d: suspect medical device has been revised in its entirety to accurately reflect the correct device details. It was reported that the patient also experienced redness and swelling at the magnet site.